Event description:
A device report from (B)(4) indicated a hospital in the (B)(6) reported: patient was implanted with a va-lcp dhp plate on an unknown date. Patient experienced a severe spasm due to parkinson's disease and the plate broke post operatively on an unknown date. Patient was returned to operating room, date unknown, and the plate was removed. This is 1 of 2 reports.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The investigation is on-going.

Manufacturer narrative:
This device is used for treatment not diagnosis. The dimensions of the plate were checked using a sliding caliper. The thickness of the plate at the fracture site is 3.59mm and the width is 9.16mm. The technical drawing does not give values for the dimension of the cross section at the exact location of the fracture. Nevertheless from the dimensions given in the drawing for adjacent sites it can be concluded that the nominal thickness has to be between 2.5 and 2.75mm and the width between 8.l5 and 10.0mm. Th dimensions of the plate are in accordance with the technical drawing. The yellow anodized plate is made of ti6al7nb titanium alloy. The examination of the raw material inspection sheets and the manufacturing papers showed that the chemical composition, microstructure and mechanical properties of the plate were in compliance with the international standards iso 5832-11 and astm f1295 for implants made of titanium alloy. The examination of the manufacturing papers of the plate showed no deviation from normal conditions or rather any irregularity of the production process. The plate broke at the seventh distal plate hole. After breaking the two plate fragments rubbed against each other causing destruction of the fracture surfaces. When examining the proximal fracture surfaces by scanning electron microscopy, the initial fracture areas and the fracture behavior were identified. A fatigue crack is documented in the plate hole. The primary crack initiation started at the upper side of the plate and ran through the material. A secondary crack initial zone is documented on the lower side of the plate. Patterns of ripples or fatigue striations were observed at the crack propagation zones and nearby. Each striation represents the successive position of an advancing crack front. The presence of these striations is a clear indication of a fatigue process. The fracture surfaces showed a mixed fracture with fatigue striations, subsidiary cracks and structural breakage appearance. A small area with dimples corresponds to the residual forced fracture zone. Sem observations and findings showed that the plate failure was caused by fatigue and overload. The failure of the plate was due to dynamic bending which led to overload and material fatigue. Based on the topography of the fracture surfaces we can conclude that the implant had to absorb and neutralize high forces that may have been greater than the tolerable load. A failure resulting from either a material defect or the manufacturing process can be excluded.